Event description:
It was reported the patient lost weight and as a result, his ipg site is tender. The patient wants his scs system explanted and is consulting with the physician regarding this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.